Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose rose from 154 mg/dl, she treated with insulin, and an hour later, it shot up to 495 mg/dl. The customer noted that the blood glucose was 549 mg/dl the day prior and had treated with a manual injection. She stated that she had trouble controlling her blood glucose and complained of excessive thirst. She reported that her doctor had recently changed the basal rates and confirmed that they were accurate. She did not recall whether the insulin pump had alarmed since the high blood glucose issue began. The bolus history displayed all entries accurately based on the customer's recollection. The customer did not have a tubing clamp present in order to complete the high pressure test. The customer was advised to perform a complete set change. She called back after receiving the tubing clamp and reported that the insulin pump worked as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.